Event description:
It was reported pump repeatedly displayed message that cartridge was not usable and needed replacement. There was no adverse impact to the customer¿s blood glucose level. Customer reloaded brand-new cartridge, successfully resumed insulin delivery, and issue resolved without need for further assistance, while cause of problem remained unknown.